Event description:
Device issue: stent dislodgement. Time of device issue: during preparation. Adverse event: none. It was reported that during prep, after the stylet and protective cover of the stent were removed, at which time the stent came off the balloon; however, this went unnoticed by the physician. The promus stent delivery system (sds) was advanced to the lesion and expanded at which time it was noticed that the stent was not on the balloon. After inspection, it was realized that the stent was on the cath lab table. The procedure resulted in balloon angioplasty only. There were no reported adverse pt effects. Though requested, no additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Eval summary: the promus sds was not returned. Only the stent implant and protective sheath were returned. There was no blood or contrast visible. The first three rows of the proximal and distal rows of struts were slightly smashed. The middle portion was mangled. There was no other damage noted to the stent implant. There was no damage noted to the protective sheath. The inner diameter of the flared end of the protective sheath was measured using pin gauges. It should be noted that the promus instructions for use (IFU) states: prior to using the promus everolimus-eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination or stent dislodgement from the delivery balloon. Analysis of the stent implant noted no blood or contrast visible, which is consistent with the reported info that the stent implant dislodged prior to use. The stent delivery system (sds) was not returned for analysis, which may have assisted in determining a definitive cause of the stent dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to improper or inadequate crimping at the time of manufacture, negative pressure during sheath removal, positive pressure during preparation for use, or improper handling during sheath removal and/or preparation for use. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Although a cause of the stent dislodgment cannot be determined, there are no indications of a product quality deficiency. The first three rows of proximal and distal rows of struts were slightly smashed and the middle portion was mangled. Since this damage was not reported, it is possible that the stent damage occurred as a result of handling during packing for shipment back to abbott vascular, however, a conclusive cause cannot be determined. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. In this case, a definitive cause of the stent dislodgement and stent damage cannot be determined.